Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot manufactured between march 15, 2019 to march 16, 2019. The device was received for evaluation with an arrow marking from the customer pointing at the spike port cap. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed and revealed leakage at the spike port cap from the base of the spike port. The reported condition was verified. The direct cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.